Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
New information received notes the patient presented in clinic for an interrogation. Previous attempts of ble restoration were unsuccessful, however wand only telemetry was successful in clinic. No further changes were reported. There were no patient consequences.

Manufacturer narrative:
G3 correction: the g3 of the previous report should have been jun 11, 2024.

Manufacturer narrative:
The event of failure to interrogate was not confirmed due to lack of requested information. No device problem was found since the device was successfully connected in merlin.net after the reported event.

Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. There were no patient consequences.

Manufacturer narrative:
Correction: h6.